Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. The lot code for the reported device was not provided. If add'l info becomes available, then it will be submitted in a returned report.

Event description:
It was reported that: "during surgery, surgeon was implanting adm 50mm cup and liner. Head dislocated when surgeon went to reduce it."